Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis for internal pieces rattling. Cracked on bottom case and missing battery from pump was identified during the physical inspection. During analysis, the reported issue was unable to be duplicated. Based on the evidence, the complaint was unconfirmed. The root cause of this issue is unknown. Service replaced speaker for preventive. Performed pm maintenance and all functional testing. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that biomed needs the passcode and internal pieces rattling.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Additional information: a review of the event history log (ehl) identified primary audible alarm post error. A corrective and preventative action has been opened to address the reported issue. The rattling was from the push block inside of plunger head, which is normal.